Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
A manufacturer's representative reported an open circuit on a patient's implantable neurostimulator (ins). The patient had fallen shortly before meeting with the rep and broken his ribs. There was no physician present to diagnose this. Interrogation of the device revealed the high impedance, it was also determined that the patient's pain pattern had changed. A new field shape and location was programmed that seemed to cover more of the patient's pain without using the malfunctioning electrode. No symptoms were reported. Patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient was not getting pain relief and they were not being able to "feel" stimulation when it is turned up. It was stated the patient has fallen about 6 times and they rolled in bed and they felt a "pop" in their back. Impedances were checked and found to be over 10,000. The patient may have surgery to replace the leads and ins. No further complications were reported.